Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "a couple years ago, I had a juvéderm injection... I'm a little bit concerned if it does contain any silicone on it, because I had ruptured silicone implants previously and I'm sensitive to silicone". This record is for the left side. It is unknown if the device was explanted.